Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, when firing to the target lesion, a resistance was experienced. The device partially fired. The tissue was too thick to be grasped and tried firing several times using the same reload. Replace the device with other company's device to resolve the issue. There was no patient injury.